Manufacturer narrative:
Additional information d4, g4 correction: this report is a duplicate of manufacturer report number 1314492-2021-01798. All information can be found under that manufacturer report number 1314492-2021-01798. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not deliver correct infusion volume and resulted in a delay during blood transfusion. Blood transfusion duration time was 4 hours and 15 minutes with volume to be infused (vtbi)¿ 325cc, flow rate ¿ 325cc and actual volume infused ¿ 325cc. There was no known patient injury or medical intervention associated with this event. No additional information is available.